Event description:
A report was rec'd that during a suction procedure the nurse attached the feeding tube to the rinse port of the catheter. As a result, 1 cc of the formula went into the pt's lungs. A surfactant lavage was performed and increased ventilator for 48-72 hours. No residual efforts were reported. Ballard medical products has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.